Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer received a replacement device to resolve the reported issue. The root cause could not be established.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker received the customer's device for evaluation and verified the reported issue. Stryker determined that a depleted battery was the cause of the reported issue.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.